Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant, this right ventricular (rv) lead exhibited loss of capture (loc). Surgical intervention was performed, and the lead was explanted and replaced. The lead will not be returned for evaluation as it appears to have been discarded by the hospital.